Event description:
Original right hip replacement on (B)(6) 2019 with exactec products. Liner failed. I started having pain again after 3 years. This was a xle liner not a gxl liner, yet this also had premature wear, and failed, causing pain and requiring revision surgery on (B)(6) 2023. This liner needs to be recalled, just like the gxl. This was very traumatic surgery to have to go through a second time, just 4 years later. Reference report: mw5146332. (B)(6) hospital . I have requested the explants to be saved. Spoke with risk management, and pathology lab.